Event description:
It was reported that during an open low anterior resection, the firing force was higher than expected. The staples were formed as intended. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.